Manufacturer narrative:
(B)(4).

Event description:
It was reported that during implant procedure, the atrial lead exhibited no capture, no sensing, and no impedance through psa. The lead was not implanted and replaced. The patient was stable post operation.